Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. It was noted that the product is one month past its expiration date.

Event description:
It was reported that at the end of a mitral valve repair procedure, the surgeon was making his last suture knot and the balloon ruptured. The catheter was removed and a tear was noted in the balloon. There were no adverse pt consequences as a result.